Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using a prostyle device after a percutaneous transluminal angioplasty interventional procedure with a 7f sheath. Reportedly, the device became stuck in the anatomy and the footplate separated into multiple loose pieces. The patient was transferred to another facility and a surgical cutdown was performed to remove the device and the separated pieces from the artery. Manual suturing was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Femoral imaging results noted calcification was present at the access site. It should be noted that the electronic prostyle instructions for use (IFU), states: the safety and effectiveness of the perclose prostyle smcr system have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. Factors that may contribute to foot separation include, but not limited to, interaction with patient anatomy (calcified femoral artery) or failure to maintain a stable position of the device with respect to the tissue tract caused the needle to deflect and strike the foot resulting in the foot detachment which likely led to the reported device entrapment. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.